Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control service representative was performing a technical service update on the customer¿s device and observed that the device display was blank. This was observed prior to performing the update. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
A physio-control service representative was performing a technical service update on the customer¿s device and observed that the device readiness indicator was inoperable. In this state the critical device functions are not affected. There was no patient use associated with this event.

Manufacturer narrative:
A physio-control service representative was performing a technical service update on the customer¿s device and observed that the device display was blank. This was observed prior to performing the update. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event. Section b5 of initial medwatch report should indicate: a physio-control service representative was performing a technical service update on the customer¿s device and observed that the device readiness indicator was inoperable. In this state the critical device functions are not affected. There was no patient use associated with this event. Physio-control further evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the flex cable of the readiness indicator. The flex cable had cracked and broken lands. The customer received a replacement device.

Event description:
A physio-control service representative was performing a technical service update on the customer¿s device and observed that the device readiness indicator was inoperable. In this state the critical device functions are not affected. There was no patient use associated with this event.